Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device via an 8f sheath after an interventional rotarrex procedure. Reportedly, the sheath slipped out of the vessel during the interventional procedure and had to re-introduced. The sheath did not slip out of the vessel during use of the proglide device. Hemostasis was not achieved with the proglide device. Due to re-introduction of the sheath, the physician assumed that the size of the puncture site was enlarged and one proglide was not sufficient to achieve hemostasis. Manual arterial compression was applied for 30 minutes. There was no adverse patient sequela. There was a delay in the procedure; however, there was no impact to the patient. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.